Event description:
It was reported that there was far-field oversensing on the right ventricular (rv) lead, and the patient had received multiple inappropriate shocks. During a device replacement, chronic epicardial leads were exchanged and connected for the pacing and sensing which resolved the issue. The rv lead and high voltage leads remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.